Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer fell and consequently the pump touch screen became shattered. There was no reported impact to customer's blood glucose. No additional patient or event information was available.